Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned; therefore, visual, and functional testing were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harms observed in this complaint are anticipated in nature as per the device risk assessment. It is unclear whether the device malfunctions reported were associated with the indicated harms. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
11 endovascular neurosurgeons, 8 interventional neurologists, 15 interventional radiologists, 9 interventional cardiologists, and 2 interventional neuroradiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject synchro 10 guidewire. The survey was conducted in australia, canada, united kingdom and united states. During the survey, vessel perforation and aneurysm recanalization requiring retreatment were reported. No other information is available about this event.

Manufacturer narrative:
The subject device not returned.

Event description:
11 endovascular neurosurgeons, 8 interventional neurologists, 15 interventional radiologists, 9 interventional cardiologists, and 2 interventional neuroradiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject synchro 10 guidewire. The survey was conducted in australia, canada, united kingdom and united states. During the survey, vessel perforation and aneurysm recanalization requiring retreatment were reported. No other information is available about this event.